Event description:
It was reported that a physician who is trained in the use of the starclose device, attempted an arteriotomy closure after an unknown procedure. The vessel locator wings failed to catch the arteriotomy and ultimately the device was pulled out of the artery. Hemostasis was achieved by manual compression. No add'l info available.

Manufacturer narrative:
The device was received, and the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.